Event description:
From staff: captivator cold 10 mm thin wire snare wouldn't open all the way. After opening and closing it opened all the way, was used for one polypectomy handle, did not work smoothly. Snare retired after polypectomy completed. New snare applied to use, and no issues noted.